Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient was admitted to the hospital to rule out possible infection. It was unknown if intervention was given. The patient was reportedly doing well.

Manufacturer narrative:
Additional information was received that the patient was provided training to ensure appropriate use of stimulation in the hospital.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient was admitted to the hospital to rule out possible infection. It was unknown if intervention was given. The patient was reportedly doing well.